Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) was not confirmed. The root cause of the complaint was undetermined. Baxter found that similar reports have been received for the reported problem.the root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
The customer contacted baxter's technical service center to report a system error (se) 2240 which occurred on home choice (hc) during drain 2 of 3. The baxter technical representative (tsr) had the home patient (hp) recycle power, alarms cleared. The tsr explained the alarms. The hp will discard supplies and finish with manuals. There was no obvious cause of the alarm. The hp will call the registered nurse (rn) regarding the alarm and being connected during the alarm. There was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient (hp) on (B)(6) 2011 regarding the alarm. The home patient (hp) stated that the issue was resolved; however, the cause of the alarm remained unknown. The hp verified that there were no loose connections, disconnections or defects on the supplies. Per hp, he did not receive any injury or medical intervention as a result of this incident. The hp stated that he is doing fine and continuing therapy without issues. The hp stated that he had discarded the supplies after therapy, and did not know